Event description:
It was reported in a service report, the fowler will not raise or lower. It was reported that there was a pt involved, however, there were no adverse consequences reported as a result of this issue.